Event description:
In 2009, the sales representative reported that the surgeon was removing hardware due to pseudoarthrosis. Tips of driver, bent while surgeon was removing set screw. Additional information received at about 11 days later via telephone, the sales representative reported that by the end of the surgery, it was noted that the tips of the driver were slightly bent. The sales representative reports that it was not identified until the case was over. There was no delay in surgery.

Manufacturer narrative:
Product is an instrument and is not implantable. Request has been made to obtain the product. Device manufacture date is unk. Eval is pending upon the return of the product.